Event description:
Customer's mother reported pain upon insertion of the sensor and stated that the readings had been inaccurate. She reported that the alarms would go off repeatedly at night. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.